Event description:
The service center was informed that a patient underwent a endoscopic retrograde cholangiopancreatography (ercp) procedure with a tjf-q180v or tjf-160v duodenoscope on (B)(6) 2019 or (B)(6) 2019 and expired 9 to 10 days post procedure. The patient¿s procedure was performed at saint alphonsus regional medical center. The user facility¿s risk manager reported that the patient's medical chart was reviewed and there were no equipment issues noted during or post procedure. There were no patient complications noted during or at the conclusion of the procedure. The patient was discharged the same day. In addition, an acquaintance of the deceased reported that the patient voluntarily checked themselves into (B)(6) before time of death. The user facility did not provide a specific serial number for the mentioned scope models. Therefore; the instrument history review could not be performed. An investigation is ongoing with both (B)(6) to obtain additional information regarding the reported event.